Event description:
Patient arrived at hospital today to have enterra system removed. Patient was not experienced any reduction in symptoms and system was removed by surgeon without any complications. Hospital had protocol in place for disposal of system onsite.

Manufacturer narrative:
Patient requested system removal due to ineffective treatment. Explanted devices were disposed of onsite therefore no analysis possible. No further action to be taken.